Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her daughter is taken her to the emergency room due to low blood glucose. Customer stated that her blood glucose reading was 49 mg/dl after being disconnect from the insulin pump from twenty five minutes, continued drinking coke and eating honey buns. Nothing further was reported.